Manufacturer narrative:
A review of the device history records that devices were manufactured and accepted into final stock with no reported discrepancies. An event regarding altr involving a trident shell was reported. The event (altr) was not confirmed. Following a review by a clinical consultant shell malposition and osteolysis around the shell were confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: procedure-related factors: cup malposition in near absent anteversion. Patient-related factors none evident. Device-related factors: none as also supported by the mar findings. Diagnosis: cup malposition in near absent anteversion has caused impingement between stem neck and ceramic sleeve rim with osteolysis behind the cup, taper corrosion, wear scar on the femoral head and pseudotumor with armd and metallosis as secondary adverse effects requiring revision.{...} device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the investigation concluded that cup malposition in near absent anteversion has caused impingement between stem neck and ceramic sleeve rim with osteolysis behind the cup, taper corrosion, wear scar on the femoral head and pseudotumor with armd and metallosis as secondary adverse effects requiring revision. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported that the patient's right hip was revised as a result of trunnionosis. It was also reported that a pseudo tumor was visible on scan images. Update 15 feb 18: a review by a clinical consultant has noted "cup malposition in near absent anteversion has caused impingement between stem neck and ceramic sleeve rim with osteolysis behind the cup, taper corrosion". An unknown trident shell has been added to the product grid.